Event description:
Doctor implanted lactosorb product when closing a pt's cranial in 2008. Infection was caused by msra and the pt was treated with an antibiotic on april 17, 2008. There was no improvement with him and the lactosorb was removed the following month. He is still treated with antibiotic as of four days later.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Review of device history records show that lot released with no recorded anomaly or deviation. Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.